Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot # 73f1400504 investigation did not show issues related to the complaint. The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related events.

Event description:
Alleged event: the user was not manipulating the grip, but the clip dropped out of the applier. The pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used; lot # 73f1400504 was confirmed with sample received. The components look well assembled and in good condition. The failure mode, clip fell from applier, was not confirmed. The applier functioned properly and no quality issues were found during the activation therefore, the failure mode, clip fell from applier, as reported was not able to be duplicated. All products are 100% tested by manufacturing and any defect would have been detected during the functional testing. The manufacturer will continue to monitor and trend related events.